Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the device was displaying a speaker inop error. It was not confirmed if the device was still producing sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.